Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported there was no telemetry possible during impedance testing at the time of implant. All possible causes were ruled out, they had changed physician programmers, "position on patient, with and without plugged electrode, in and out of the body, ect.¿ a second implantable neurostimulator (ins) was used to try and gain telemetry but telemetry was not possible. Nothing had worked so all possible interference fields around the patient were checked. After removal of the ¿op-lamp (berchtold)¿ the impedance measurement was okay with both neurostimulators. There was a product issue and it was resolved. The patient was alive with no injury at the time of the report and there were no patient symptoms or complications associated with the event.